Event description:
The (rn) set up an ambit peripheral nerve catheter pump for a patient. The pump was programmed to deliver an intermittent bolus of 8ml every 2 hours. However, after the initial bolus was started, the pump malfunctioned and was about to administer more than the intended dose. The rn quickly disconnected the pump from the patient's catheter and observed that it had reached 9.6ml before turning it off. The rn then discussed the issue with the primary medical team and was instructed to use existing orders and obtain a new ambit pump. The initial 8ml bolus was wasted to ensure that the patient does not receive a double dose of medication.